Event description:
An aq2010v silicone three piece was returned from the facility torn. Additional info was requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Visual inspection of the returned product found the lens optic and both haptics torn into two pieces, with an optic piece missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for eval. (B) (4).